Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after their pd treatment. The patient encountered an air detected in cassette warning in fill 1 of 4, as well as more warnings through out treatment. After treatment when patient removed the cassette there was fluid found. In a follow up, a pd nurse verified that there was no harm, intervention or adverse event due to the fluid leak. The cycler set is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after their pd treatment. The patient encountered an air detected in cassette warning in fill 1 of 4, as well as more warnings through out treatment. After treatment when patient removed the cassette there was fluid found. In a follow up, a pd nurse verified that there was no harm, intervention or adverse event due to the fluid leak. The cycler set is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.